Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an emboshield nav 6 embolic protection system was being used off label in a lower extremity. During use and at an unspecified point, the nav 6 guide wire became entangled with a csi atherectomy catheter. All was removed from the patient's anatomy without any intervention reported. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The UDI could not be provided as the part/lot numbers were not provided and the device was not returned. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record and similar incident query for this product was not performed since the part/lot numbers were not reported. In this case, it is likely that inadvertent mishandling and/or manipulation of the embolic protection system (eps) and barewire during advancement resulted in entanglement between devices used during the procedure causing the reported difficulty positioning and removing the eps. The investigation determined a that the reported difficult to position and difficulty to remove appear to be related to the circumstances of the procedure. It should also be noted that emboshield nav6 embolic protection system electronic instruction for use (IFU) is a temporary percutaneous transluminal filtration system designed to capture embolic material released during angioplasty and stent procedures within carotid arteries. The violation of the instructions for use does not appear to have contributed to the reported difficult to position or remove. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.